Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) signals which had the appearance of air bubbles. The signals were oversensed and resulted in pacing inhibition, but no asystole of greater than two seconds was observed. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.